Manufacturer narrative:
An event of an unknown abbott valve being difficult to implant, and patient death was reported. Information from the field indicated that the valve was implanted and dislodged and then was sutured up and fixed with a transcatheter snare. A returned device assessment could not be performed as the device and was not returned for analysis. Based on the information received, the cause of the reported event could not conclusively be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5145693 received that states "medtronic received information that during the implant of a non-medtronic valve via transfemoral access, it was noted the valve was difficult to implant in the intended place. However, the valve was implanted but it dislodged. The non-medtronic valve was sutured up and fixated with a snare. It was noted the non-medtronic valve was retrieved, and aortic valve replacement was performed. The patient was transferred to the coronary care unit after placing the extracorporeal membrane oxygenation. Subsequently, the patient died. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." It was reported that on an unknown date, an unknown transcatheter aortic abbott valve was chosen for implant during a transcatheter aortic valve implantation via transfemoral access. It was noted that the valve was difficult to implant in the intended location. The valve was implanted and dislodged. The valve was sutured up and fixed with a transcatheter snare. The valve was removed, and an aortic valve replacement was performed. The patient was placed on extracorporeal membrane oxygenation (ECMO). The patient was transferred to the coronary care unit. Subsequently, the patient died. No additional information was provided.